Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Photo evaluation: visual analysis of the photographs identified: deflation: observed. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation. Healthcare professional reported later reported "fold" and "ripples on the implant." Device was explanted and replaced.